Event description:
Medtronic received a report that after the marksman catheter was in place, took out the stent, hydrated the stent according to the normal procedure, and then delivered the stent into the microcatheter. The tip of the stent just entered the microcatheter, and the resistance was very high, so it could not be pushed forward, and the stent could not be pulled out of the catheter even if it was withdrawn. Visual observation showed that the length of the stent into the catheter was about 10 mm. Repeated pushing and withdrawal of the stent could not move the stent. When the stent was finally withdrawn, the tip of the stent was broken in the catheter and could not be taken out. After replacing with a stent and catheter, the operation ended smoothly. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the IFU. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the right ophthalmic artery with a max diameter of 5mm and a 4mm neck diameter. The landing zone was 4mm at the distal end and 4.8mm at the proximal end. It was noted the patient's vessel tortuosity was moderate. Dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure was aneurysm contrast agent retention. No patient symptoms or further complications were reported as a result of this event. 2023-04-27 e1 (rep, for, hcp): additional information received that resistance occurred at the proximal end of the catheter, about 15-20mm from the entrance, the tip of the stent was developed, and the coil had just entered the catheter. There was no damage to the pipeline pushwire or catheter observed. The marksman catheter was used, model: fa55150-1030. 2023-05-05 email (for, rep, hcp): he marksman catheter was used, model: 222517126

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that after the marksman catheter was in place, took out the stent, hydrated the stent according to the normal procedure, and then delivered the stent into the microcatheter. The tip of the stent just entered the microcatheter, and the resistance was very high, so it could not be pushed forward, and the stent could not be pulled out of the catheter even if it was withdrawn. Visual observation showed that the length of the stent into the catheter was about 10 mm. Repeated pushing and withdrawal of the stent could not move the stent. When the stent was finally withdrawn, the tip of the stent was broken in the catheter and could not be taken out. After replacing with a stent and catheter, the operation ended smoothly. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the IFU. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the right ophthalmic artery with a max diameter of 5mm and a 4mm neck diameter. The landing zone was 4mm at the distal end and 4.8mm at the proximal end. It was noted the patient's vessel tortuosity was moderate. Dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure was aneurysm contrast agent retention. No patient symptoms or further complications were reported as a result of this event.

Event description:
Medtronic received a report that after the marksman catheter was in place, took out the stent, hydrated the stent according to the normal procedure, and then delivered the stent into the microcatheter. The tip of the stent just entered the microcatheter, and the resistance was very high, so it could not be pushed forward, and the stent could not be pulled out of the catheter even if it was withdrawn. Visual observation showed that the length of the stent into the catheter was about 10 mm. Repeated pushing and withdrawal of the stent could not move the stent. When the stent was finally withdrawn, the tip of the stent was broken in the catheter and could not be taken out. After replacing with a stent and catheter, the operation ended smoothly. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the IFU. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the right ophthalmic artery with a max diameter of 5mm and a 4mm neck diameter. The landing zone was 4mm at the distal end and 4.8mm at the proximal end. It was noted the patient's vessel tortuosity was moderate. Dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure was aneurysm contrast agent retention. No patient symptoms or further complications were reported as a result of this event. (B)(6) 2023 e1 (rep, for, hcp): additional information received that resistance occurred at the proximal end of the catheter, about 15-20mm from the entrance, the tip of the stent was developed, and the coil had just entered the catheter. There was no damage to the pipeline pushwire or catheter observed. The marksman catheter was used, model: fa55150-1030. 2023-05-05 email (for, rep, hcp): he marksman catheter was used, model: 222517126

Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-78210), ruler 200cm (m-83361). As found condition: the pipeline flex embolization device was returned for analysis within a shipping box; within a plastic bio-pouch and within a dispenser coil. Damage location details: the pushwire was found to be separated/broken at distal hypotube. The hypotube was found to be stretched and the shrink tubing was found intact but pulled back from the proximal bumper. No bend or kink were observed on the pushwire. The remaining segment of pushwire was found to be missing and not returned for analysis as it was broken in the catheter and could not be taken out. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The distal and proximal ends of pipeline flex braid were found fully opened and moderately frayed. Testing/analysis: the broken end was sent out for sem (scanning electron microscopy) analysis. Conclusion: based on the analysis findings, the pipeline flex was confirmed to have resistance. The pipeline flex was found to be damaged. From the damages seen on the pipeline flex braid (fraying); and hypotube (stretching); it is likely high force used during the delivery. Additionally, the pushwire was found to be separated at distal hypotube. Per the sem result, ¿the broken end failed via ductile overload¿. It is likely these damages occurred when the customer attempted to advance and retrieve the pipeline flex through the marksman catheter against resistance. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. H6. Coding updated based on analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received that resistance occurred at the proximal end of the catheter, about 15-20mm from the entrance, the tip of the stent was developed, and the coil had just entered the catheter. There was no damage to the pipeline pushwire or catheter observed. The marksman catheter was used, model: fa55150-1030.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The marksman catheter was used, model: 222517126.